Event description:
It was reported that during the reprocessing of a da vinci fenestrated bipolar forceps instrument, a cable was identified as being exposed and frayed. Nothing reportedly fell into a patient, and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. No other damage or wear marks were observed on the clevis. Failure analysis investigation also found the following damages: there were scratches on the surface of the distal pulley. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable and/or the tube abrasions with material removed, could cause or contribute to an adverse event, if to recur.